Event description:
Patient was admitted to the hospital for pancreatitis on (B)(6) 2010. It was reported that the patient went into an episode of vt or vf and died the next day. The physician on staff at the hospital reported that the ela ICD that was attached to this lead did not shock the patient. Note: the ela ICD was also reported on an MDR.

Event description:
Patient was admitted to the hospital for pancreatitis on (B) (6) 2010. It was reported that the patient went into an episode of vt or vf and died the next day. The physician on staff at the hospital reported that the ela ICD that was attached to this lead did not shock the patient. Note: the ela ICD was also reported on an MDR.

Manufacturer narrative:
(B)(4).the analysis on this device is pending. (B)(4)

Manufacturer narrative:
The analysis on this device is pending.